Manufacturer narrative:
No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump showed constant alarms and that during calibration, the display screen showed dots and random lines. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem as they were unable to access the error log. The customer reported problem was duplicated at power up. It was found that the main board does not operate as intended. For corrective action the inoperable main board was replaced. The root cause of the reported problem was undetermined. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: b5: additional information received on 02-aug-2022 via email and attached to complaint object: no patient contact was involved. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 09-oct-2014.